Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left distal popliteal artery (pa) with heavy calcification and 90% stenosis. The lesion was crossed with a non-abbott wire and a non-abbott catheter. After the non-abbott catheter was removed the 4x38mm xience prime stent delivery system (sds) was advanced over the non-abbott wire and crossed the lesion without resistance. The xience prime balloon was inflated and the stent was deployed as normal. The delivery catheter was being removed and got stuck on the non-abbott wire. The delivery catheter was pulled into the sheath and resistance was met. Both devices were been removed from the sheath in one unit. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove the guide wire was confirmed. The reported difficult to remove the guide catheter could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove the guide wire; however, the reported difficult to remove from the sheath appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.